Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that p wave undersensing was noted on the right atrial (ra) lead post-op and that at implant the patient had low p waves. When switched to unipolar, the lead was sensing r waves. It was found at a device check that it was no longer sensing the p waves. The following day, the lead was repositioned to multiple locations in an attempt to improve p wave sensing. Placement difficulty was noted and it was reported that this was due to patient anatomy. This lead was capped and a replacement lead was used. No patient complications have been reported as a result of this event.